Event description:
A customer reported an issue with their insulin pump, which persistently indicated that it was empty even after loading a new cartridge, and required being tapped to allow cartridge changes. There was no adverse impact to customers blood glucose level as a result of this issue. In response, technical support identified multiple cartridge alarms and decided to replace the customer's pump. The replacement pump was sent without requiring a delivery signature, and customer was advised to return the original pump within ten days to avoid charges. Customer will continue to use current pump.